Manufacturer narrative:
Results: there was no visible damage to the ruby coil. Conclusions: evaluation of the returned device revealed no visible damage. If the device is dropped on the floor, it is no longer sterile and should not be used in a procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the technologist inadvertently dropped a ruby coil onto the floor upon opening the device packaging. The ruby coil was dropped prior to its use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.